Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at the time of connecting the pump to the sewing ring, there was bleeding noted at the connection point. The surgeon turned the pump a few notches on the sewing ring and disconnected and reseated the left ventricular assist device (lvad) twice before the bleeding resolved. There was no impact to the implant procedure or further patient adverse event. The patient remained extubated and recovering in the cardiovascular intensive care unit. It was additionally stated that the patient was experiencing frequent chronic low flow alarms and had their low flow alarm threshold lowered to 2.0 lpm.

Manufacturer narrative:
Section a2: age: corrected section b2: outcomes attributed to adverse: corrected section d1: brand name: corrected section d4: catalog number and UDI: corrected section d5: operator of device: corrected. Manufacturer's investigation conclusion: the report of bleeding between the pump and the sewing ring could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 instructions for use, rev. C is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This section also notes to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the low flow alarms was hypotension and the alarms resolved with the software update.